Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient and user was unable to pull medication from the drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had missing and unresponsive cubie pockets. A field service engineer identified a possible faulty mother of all boards (moab) and noted that a replacement would be ordered. Proceeded to replace both the pyxibus module and the moab and successfully completed the configuration. However, the drawer continued to fail despite these efforts. A replacement drawer was marked as pending, awaiting approval. The main legacy half height drawer 5.1 was not detected on the bus. To address this, replaced the broken retractor band and the rear controller board. Then tested the drawer in the hardware test application (hta) to verify functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient and user was unable to pull medication from the drawer. There were no adverse events or injuries reported based on this event.